Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted for the endovascular treatment of a ruptured 56.8 mm saccular aneurysm at supra celiac level ( ~60 mm proximal to celiac trunk ostium). The patient had multiple infrarenal mesenteric collateral vessels. It was reported during the index procedure, it was reported the patient had a 7.5 mm right common femoral artery. The stent graft was taken from the rt cfa and pigtail from lt cfa. After deployment of the stent graft and tip capturing , while taking out device, the physician was unable to remove the delivery system, when checked on fluoroscopy, it was found that patient's right external iliac artery was ruptured. The physician used a reliant balloon for aortic occlusion and a self expanding covered stent was implanted but was not sufficient to resolve the rupture. After this, a laparotomy was done and the rt cia was ligated followed by lt cfa - rt cfa bypass was done - which resolved the rupture. While removing the delivery system, it was found that device graft cover of valiant captivia had a groove and was oval in shape. A portion of patient's rt eia also came out while removing device.  As per the physician the cause of the event is likely due to a faulty graft cover/introducer sheath. No additional clinical sequalae was provided and the patient will be monitored. It was said the patient is suffering from severe lactic acidosis with uncontrolled hypotension.

Manufacturer narrative:
Device evaluation summary: 9 still images were received for analysis. Four images depict a valiant captivia graft cover over the stent stop assembly. A groove can be seen on the graft cover. Five images depict a portion of external iliac artery can be seen entrapped on the distal graft cover and over the proximal end of the taper tip. The groove on the graft cover can also be observed. The device returned with the external slider in the home position. No graft was loaded in the delivery system. A groove approx. 7cm long was visible to distal end of graft cover. The graft cover was retracted with no issues and no deformation was noted to the spindle. The reported deformation in vivo can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information recieved; it was confirmed the self expanding stent was a non mdt brand. It was reported the patient collapsed 4 days post the index procedure. Film evaluation summary: the rupture of the external iliac artery was confirmed on the film returned; however, the cause of the event could not be determined. The deformation of the delivery system and removal difficulties could not be assessed on the limited film received. Lack of pre-implant cts did not allow for a thorough assessment of the patient's pre-implant anatomy. Procedural images showing the delivery system during insertion or removal were not provided for assessment of the devices trackability through the patients anatomy. The morphology of the access vessels is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.